Manufacturer narrative:
The investigation determined the issue is consistent with a dusty laboratory environment and issues with pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs assay ver. 2 on a cobas pro e 801 module. The sample initially resulted in a troponin t value of 417 ng/l and the sample was automatically repeated by the analyzer, resulting in a value of 569 ng/l. The sample was repeated again, resulting in a value of 414 ng/l. The customer reported the results outside of the laboratory. The sample was repeated again on (B)(6) 2022, resulting in a troponin t value of 138 ng/l. The sample was recentrifuged and repeated on a second analyzer on (B)(6) 2022, resulting in a troponin t value of 7.49 ng/l. A second tube collected at the same time was also repeated on the second analyzer on (B)(6) 2022, resulting in a value of 7.56 ng/l. The customer believed 7.49 ng/l to be the true value of the sample. The troponin t reagent lot number was 530951. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The component, evaluation method, evaluation result, and evaluation conclusion codes have been updated.